Event description:
During placement of dual-chamber permanent pacemaker, the guidant fine line lead became entangled into the chorda of the av valve and it could not be successfully dislodged. The surgeon capped the lead, placed into the pacer pocket, and closed the pocket, after consulting with an invasive radiologist in (B)(6). As the lead could not be dislodged the patient was transferred to the (B)(6) hospital in stable condition via ambulance accompanied by qualified staff to the receiving cardiologist care.